Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that there were air bubbles in the reservoir. The customer had high blood glucose reading of 19.4 mmol/l and 16.7 mmol/l prior to call. The high blood glucose readings were treated by bolus. Troubleshooting was done. It was reported that the air bubbles was purged with current reservoir at the time of call. The reservoir will not be returned for analysis.